Event description:
A patient sample was tested for platelets (plt) on the coulter ac-t 5diff al analyzer and an erroneously high result of 272x10 3 cells/l was obtained. The result was not flagged with any instrument flag. This sample was initially run and re-run on a different instrument and recovered lower (B)(4) results. These results were confirmed by slide review. (B)(4) results were not reported out of the lab. There was no effect to the patient or user.

Manufacturer narrative:
The specimen was collected in a 4.5ml edta vacutainer tube and it was sampled within 20 minutes of collection. Qc was run before and after the event and recovered within range. Service was not dispatched for this event. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.